Manufacturer narrative:
Physio-control replaced the customer's ac power adapters for their devices. Physio determined that the cause of the reported issue was due to the ac power adapters. However, further root cause could not be determined. Physio does not know which of the customer's devices experienced the inappropriate loss of power.

Event description:
The customer contacted physio-control to report that several devices powered off by itself. There was no patient use associated with the reported event.